Event description:
Complainant alleged that the medics were attempting to monitor a pt (age and gender unknown) who had coded. But the device screen displayed artifact. The medics then administered a shock to the pt, but when the energy was delivered, an arc was observed emanating from the stat pad multi-function electrode. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.